Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if the device contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2011: patient presented with pre-op diagnosis of painful hardware status- post t12-l1 fusion with questionable positioning of an s1 screw. Patient underwent following procedures: screw removal s1. Re-instrumentation at s1 with revision fusion l4-s1 using allograft bone and autograft bone mixed with rhbmp-2/acs. Per op-notes: ¿¿.at this point, slot connectors from the 3-d system was used. I chose to use this as the screw was somewhat offset from the prior rod and rather than revising the entire construct, I felt it appropriate just try to limit her exposure to the lower segment of the rod. With that in mind, the slot connectors placed on the rod and then placed onto the screw. It was tightened down appropriately and then broken off. At this point, construct was complete. I then went ahead and used a piece of rhbmp-2/acs wrapped around some autograft bone obtained from the same incision and allograft bone chips. I placed down to the area of her previous fusion to augment the scant bone formation that had occurred. Once this was complete, exploration of fusion was complete and re-augmented, I went ahead and irrigated the wound copiously and then closed it with a running #1 vicryl suture in the fascial edges and subcutaneous layer and staples in the skin. Patient tolerated the procedure well¿¿ on an unknown date post-op, patient alleged unspecified injuries due to use of rhbmp-2/acs.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.